Event description:
Reportedly, the device prompted connect electrodes and an analysis of the pt rhythm could not be performed as a result. An als crew from the facility arrived on scene very soon thereafter with a lifepak 12 defibrillator/monitor, which was then used to continue pt treatment. The pt was resuscitated.